Event description:
It was reported that the patient¿s left ventricular (lv) lead exhibited high pacing impedance. No changes or intervention were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.